Event description:
It has been reported that two abutment screws have fractured inside the implants. The surgeon had to perform an add'l surgical procedure to then remove the abutment screws from the implants. The implants are still in the pts mouth. Pt injury has not been reported.